Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record showed the device had a manufacture date of 11/06/2007. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Biomed need assistance on 8015 sn (B)(4), after replacing backup speaker. Unable to communicate to asm (B)(4). Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I assisted biomed need assistance on 8015 sn (B)(4), after replacing backup speaker. Unable to communicate to asm (B)(4), I recommended to try replacing the sio rear assembly. Biomed will do my recommendation and if need more assistance, biomed will call back.